Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir would not remain depressed and could therefore not be successfully activated. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. There may be other external causes that could have affected its functioning during the use in the field such as handling, non-proper usage or any other possible contributor out of the manufacture control.